Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels measuring "high" on their bg meter. Correction boluses were delivered via the pump and manual injections were at times also administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported manual injections would be used for insulin therapy.